Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. During the data analysis, the console showed a controller failure due to epm1 software corruption which reoccurred for every subsequent boot up. The device analysis was performed and the failure mode consistently was reproduced. The firmware was downloaded and was found to be different from the original firmware. The correct firmware was re-downloaded and the console performed as expected. The cause of the controller failure was corrupted epm firmware. It is undetermined what caused the initial corruption of the firmware. D.9 date device returned/information was added. A.1 patient identifier was inadvertently omitted from the initial manufacturer device report 1220648-2024-24844 and was added. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-24844 was submitted in accordance with updated procedures. D.3 e-mail should have been left blank on the initial manufacturer device report number 1220648-2024-24844. E.1 us phone number was inadvertently omitted from the initial manufacturer device report 1220648-2024-24844 and was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-24844 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was an automated impella controller (aic) error while powering on the console. No patient was involved.